Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received missing the reservoir tube o-ring and end cap sticker, and with a cracked case at the display window corners, cracked battery tube threads and a cracked case at the reservoir tube window corners.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump's reservoir compartment and now the pump will not hold the reservoir in place. The patient's blood glucose level was at 600 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.